Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data. That had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6 component code: g03001. Service inspected the analyzer and determined the sensor, trigger, reaction crsl (rohs) (2-89356-02) was the cause of the issue. Service adjusted the sensor, trigger, reaction crsl which resolved the issue. A review of the service history for the analyzer identified no additional contributing factors and no subsequent issues have been reported for erratic or discrepant patient results. A review of trending data for sensor, trigger, reaction crsl identified no trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no trends for the analyzer. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Manufacturing documentation for the part was reviewed and did not identify any non-conformances or potential non-conformances. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient identifier complete entry = (B)(6). Patient information: no further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely elevated magnesium result while using the architect c8000 analyzer. Sample ID (B)(6) generated an initial result of 7.52 mg/dl and repeat on the second analyzer generated 1.85 mg/dl. No impact to patient management was reported.